Event description:
Customer reports an event of crack/leaking of the microbore syringe set during the second antibiotic infusion of cefepime 670 mg to run at 26.8ml/hr via syringe module. The cracking and leaking occurred where the female luer attaches to the syringe. The antibiotic leaked onto the pump and floor; the entire dose was lost and was repeated to the pt 55 minutes after the leaking dosage. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. (B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.